Manufacturer narrative:
A medtronic representative reported that the reported issue has not occurred on the navigation system since the event date.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the wireless trackers on the imaging system could not be seen. The site brought in a separate navigation system to resolve the reported issue. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.